Manufacturer narrative:
Device remains implanted.

Event description:
It was reported the patient had an unknown sling implanted on an unknown date. The patient was implanted with an artificial urinary sphincter due to an unspecified reason. No patient complications were reported in relation to this event. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Manufacturer narrative:
Device remains implanted.

Event description:
It was reported the patient had an unknown sling implanted on an unknown date. The patient later was implanted with an artificial urinary sphincter due to an unspecified reason. No patient complications were reported in relation to this event. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.